Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a mitraclip that opened while locked. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), pre-procedure mr gradient of 1mmhg, and a restricted posterior leaflet. During a mitraclip procedure, the xtw was successfully placed on the leaflets. The first establishing final arm angle (efaa) passed. After pulling the lock line, it was noted the clip had relaxed from 15-20 degrees before opening to 35-40 degrees after opening. The clip was closed back to 15-20 degrees. The xtw was deployed and it looked fine, but on fluoroscopy imaging the clip relaxed significantly, 15-20 degrees before opening to 35-40 degrees after opening. There were no adverse effects to the patients. The gradient was 5mmhg and the mr was reduced to grade 2. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported clip open while locked was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) engineer, and the reviewer stated that ¿one (1) fluoroscopic still image of the reported clip was provided. There is no cds in view indicating the image was taken post deployment. The clip arm angle appears to be 60° - 70°; this is an estimation based on visual assessment with the naked eye and is not confirmed. However, it is apparent that the clip arms are opened beyond the fully closed position (~10°) per the instructions for use. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image."